Event description:
It was reported that the patient stated machine worked 1st month but having issues this month, still suction but very light. Seems to be getting wicks from somewhere else now. Patient believes it is the machine. Sent to cs. Per additional information received on 17sep2025, pt stated their unit was not suctioning as strong as it was when they first purchased unit. Informed patient will need to troubleshoot. Unit passed water test without wick on but failed with wick on. Wick is still under warranty. Requesting replacement be sent for kit and also went over placement tips with patient. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event is inconclusive, as the original reported device was not returned, and no failure was found in the returned accessories. Evaluation of the returned sample noted: visual evaluation of the returned sample noticed there were no canister cracks present. There was no residue present throughout the canister or tubing. Stop valve opened and closed freely. A reference airflow test was run by connecting the in-house device to the returned accessories. The labeling is found to be adequate, as it states: ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter". A DHR review is not required as the lot number is unknown. No actions can be taken at this time since a root cause was not identified. Correction: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated machine worked 1st month but having issues this month, still suction but very light. Seems to be getting wicks from somewhere else now. Patient believes it is the machine. Sent to cs. Per additional information received on 17sep2025, pt stated their unit was not suctioning as strong as it was when they first purchased unit. Informed patient will need to troubleshoot. Unit passed water test without wick on but failed with wick on. Wick is still under warranty. Requesting replacement be sent for kit and also went over placement tips with patient. Sn: (B)(6).